Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he was hospitalized due to high blood glucose. His blood glucose level when she was admitted into the hospital was above 800 mg/dl and the cause of hospitalization as per the health care professional was high blood glucose. He was in the hospital for 8 days. He had a heart attack and was in the intensive care unit for 14 days and 7 days in the hospital room. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.